Event description:
Surgeon reported to account mgr implants that an exeter hip broke. The exeter hip was implanted in 1992.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.